Event description:
It was reported during regular check, prior to use cs100 intra-aortic balloon pump (iabp) a leak in iab circuit was found. There was no patient involvement.

Manufacturer narrative:
Updated data: b4,g2,g3,g6,h2,h10,h11 corrected data: b5,e1(name & email),e2,e3,e4,d10,h6(problem).

Event description:
N/a

Manufacturer narrative:
Testing of actual/suspected device: (10/213). A getinge field service engineer (fse) was dispatched to evaluate this unit and during safety disk leak test found k3 and k5 difference value out of range. The fse cross checked with other safety disk and confirmed safety disk faulty. In addition fse reported that actually leak in iab is related to pressure difference observed in sd leak test. To fix the problem the safety disk was replaced (customer purchased the part). Subsequently, the fse completed the repair and the unit passed all functional and safety test per factory specifications. The iabp was released to the customer and cleared for clinical service. Upon completion of our investigation, a supplemental report will be submitted. (B)(6).

Event description:
It was reported by the service engineer that while running the cs100 intra-aortic balloon pump (iabp) a leak in iab circuit was found. There was no patient involvement, and no adverse event reported.